Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of a device was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirmed that the sterile blister packaging was cracked. The device history records were reviewed and one relevant discrepancy was identified to potentially be related to the reported event. The discrepancy identified that the devices did not properly fit into the packaging configuration. It was determined that the root cause of the reported event was the thin/variable blister wall thickness and lack of head-space in the shelf carton, which caused the blister to deform and crack during distribution. A packaging design configuration was changed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.